Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. Evaluation of the submitted log file confirmed known driveline fault alarms; however, a direct cause for these alarms could not be conclusively determined through this evaluation. The submitted log file captured 240 silenced driveline fault alarms. The log files appeared to show the system operating as intended at the fixed speed. The patient remains ongoing on heartmate ii lvas. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction,¿ lists stroke and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation therapy, including inr range, as well as the suggested anticoagulation modifications. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage, as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms, as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency department (ed) reporting that earlier in the week they had a headache going to sleep. The patient claimed that since then, their memory has been impaired. Computed tomography (CT) was done and showed subacute infarct involving the left occipital and temporal lobes with areas of petechial hemorrhage versus laminar necrosis. The international normalized ratio (inr) was measured at 4.3 upon presentation which was up from 2.3 earlier in the month. It was later reported that the patient was admitted for monitoring, but their memory did not improve. No treatment changes were made, but it was noted that the patient had been noncompliant with their medicine. The patient went on hospice care.

Manufacturer narrative:
B3- event date is estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.